Manufacturer narrative:
Suspect system control unit (scu) was received by manufacturer for evaluation. The scu powered up normally, but the event log had recorded many intermittent internal strober errors. Replacing the scu on the navigation system in the field resolved the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A fault was displayed in the scu software interface. RMA issued for replacement scu. Suspect device has not been returned to manufacturer for further evaluation.

Event description:
A medtronic representative reported a fault on a stealthstation s7 system control unit (scu), causing intermittent behavior with the foot pedal and camera communication. There was no patient present at the time of the alleged malfunction.